Event description:
It was reported that the patient had an inappropriate shock due to oversensing of non-physiologic noise. The local representative was able to reproduce the noise with pocket manipulation during office testing. The therapy has now been programmed off while the doctor reviews the options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no known additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of non-physiologic noise. The local representative was able to reproduce the noise with pocket manipulation during office testing. The therapy has now been programmed off while the doctor reviews the options. There were no additional adverse patient effects. The system remains implanted.